Event description:
It was reported that for the past year, the patient had cancer and lost weight. The pump subsequently turned and was lying horizontally instead of vertically. The patient went to their clinic on the date of the report to have the pump refilled and the health care provider (hcp) was not able to refill it. At that time, it was noted that the patient's skin was infected and "it was about to burst out." The health care provider (hcp) noted they were going to explant the pump the next day ((B)(6) 2013), and the patient would be managed with a transdermal patch until a new pump was implanted. It was also noted that a biopsy was to be taken of the patient's skin to determine if the infection had cleared. The patient was looking for a different physician to explant the pump as they wanted a more experienced hcp. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# j0058130r, implanted: (B)(6) 2001, product type: catheter. (B)(4).